Event description:
It was reported that egm revealed intermittent loss of cap- ture in the ventricle with no underlying rhythm coming in for up to approximately 2.5 seconds. This behavior was not reproducible.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company sales representative.